Event description:
Caller states ra ea sjm cad has known smal p wave and hight res o . She states they had actually decreased lrl to 50 to pace less. She is calling today to ask for review of (B)(6)2021 ca relink transmission to determine if there is evidence of atrial undersening. Current egm is suspicious for atrial undersensing. The is intermittent atrial undersensing on episodes 14?19. Recommend in clinic evaluation of atrial lead and recommend to consider reprogramming of atrial sensitivity to .30mv or .lsmv based on in clinic evaluation. 604675866 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)